Event description:
It was reported that the patient had a loss of bladder control which began "about ten days to two weeks" prior to the report. The patient was urinating "every half hour to hour." The patient was on program 1 at 3.9 volts but did not see the "lightning bolt." The patient was assisted in turning stimulation on and it was "a little too much." The patient turned down stimulation to 3.5 volts and it was comfortable. About two weeks later it was reported that besides the patient's earlier issue of the device being off, a urinary tract infection (uti) was found on the day of the report. The patient was given antibiotics and hospitalization was not required. The patient outcome was noted as non-serious injury or illness.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).